Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the operating room staff was unable to purge air from the unit. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This event is related to medwatch 1828100-2013-00348. The event was reported to the field service rep (fsr) when he was at the user facility to perform preventative maintenance. The fsr was unable to duplicate the event and was able to purge the air out of the system. The fsr performed a preventative maintenance and the unit operated to MFR's specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.